Manufacturer narrative:
Further information revealed that the leak was not noticed until the set was being replaced, (approximately 73 hours of use); there was only a small amount of blood on the rotor and none on the machine. So, the patient did not lose blood from the set. The blood loss was very little to the leak. Regarding the bloodtubing set, a specific warning is reported in the prisma operator's manual (introduction, "warnings"): "the prisma set must be changed after 72 hours of use. Continued use beyond 72 hours could result in rupture of the pump segments, with patient injury or death. Note: to assure adequate filter performance, it is recommended that the prisma set be changed after 24 hours of use. An advisory alarm occurs if the set is not changed after 48 hours. The operator can reset this advisory to occur between 24 and 72 hours of operation." A gambro technical services (gts) field representative cleaned the blood pump housing and replaced the blood pump rotor as a precaution. He verified all pressure sensors were in specifications. He completed prime/self-test and saline run without problem. He verified that all pressure alarms properly occurred at set limits. The rotor was received by the manufacturer and no anomaly was found. As corrective action, the preventive maintenance procedure has been modified to include rollers' washers replacement and a tool to check the roller occlusivity.

Event description:
Customer reported: "...blood leak from blood pump tubing segment."